Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device operational check therapy delivery test failed. When the equipment is turned on, it shows self-test failure and defibrillation is not available. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The som pca, therapy pca, and therapy capacitor were replaced and the device passed all performance assurance testing. .